Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called stating she has been having issues with her insulin pump. There was a no delivery alarm, followed by a motor error alarm. Customer's blood glucose level is 409 mg/dl. The device had been dropped three weeks ago and the battery area on the device broke open. The device was not exposed to a strong magnetic field. Customer uses the sensor feature. She was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. Customer said she was able to rewind the device. She was advised to discontinue use of the device and revert to a back up plan. The device will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.